Manufacturer narrative:
The customer reported to the remote service engineer (rse) that repairs were previously attempted on previous case--the customer replaced the data acquistion (da) board and solenoids and attempted to clean out the flow sensor assembly; however, the issue remained. The customer requested bench repair, and the rse explained the bench repair process and e-mailed the bench request form to the customer. After the device was sent to bench, a field service engineer (fse) confirmed the 110a "postproxpresssensoraz" error code and informed the customer that the gas delivery system (gds) needed to be replaced to resolve the issue. The fse therefore replaced the gds and verified that the issue was resolved. The device passed required performance verification tests per philips standard and was returned to service. The investigation concludes that no further action is required at this time. If additional information is received, the complaint file will be reopened.

Event description:
Philips received a complaint from the customer on the v60 indicating that a 1109 check vent: proximal pressure sensor auto-zero failed. It was reported that there was no patient involvement at the time the issue was discovered. The customer evaluated the device with the assistance of the remote service engineer (rse) and confirmed the reported problem. A gas delivery system (gds) is needed to fix the reported problem. The customer was provided with the part number for the gds. The investigation is ongoing.